Manufacturer narrative:
Pt info) unknown as not provided. Outcomes attributed to adverse events) unknown as not provided. Common device name) jol, catheter and tip, suction. Lot # unknown as it was not provided. Occupation) unknown as it was not provided. Awareness date) unknown as it was not provided. Approx. Age of device) unknown as no lot # was provided. (B)(4). Device manufacture date) unknown as no lot # was provided. The event is currently under investigation.

Event description:
After placing the chest tube, the inner obturator was not removed and the connecting tubing was attached to the end of the obturator. This was discovered the day after placement and the obturator was removed at that point. The patient is in stable condition and did not experience adverse effects.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation: a review of the complaint history, drawing, dimensional verification, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number is not known, accordingly a review of the device history record could not be conducted. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: "remove the wireguide and catheter obturator. Attach catheter to connecting tube with stopcock, and cook chest drain valve." Step 10, "confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification." The root cause of this case is failure to follow the IFU's instruction to remove the obturator. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
After placing the chest tube, the inner obturator was not removed and the connecting tubing was attached to the end of the obturator. This was discovered the day after placement and the obturator was removed at that point. The patient is in stable condition and did not experience adverse effects.